Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the reported issue was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient developed ventricular tachycardia and had to be shocked, but tolerated well.